Manufacturer narrative:
(B)(4). Devices have been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of four reloads, one handle, and one adapter opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual examination of the staple cartridge noted that reload one had a full staple complement. Visual examination of the staple cartridges noted that the reloads each were fully fired. Visually, there were no abnormalities noted for the handle or adapter. The eeprom was uploaded and indicated 45 autoclave cycles for both the handle and adapter. A review of the handle eeprom revealed no error codes related to an inability to fire the device. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. Since the clinical battery was not returned, a pmv representative one was utilized for all functional testing. A pmv battery pack was loaded into the handle. The handle powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. Two out of five white status lights illuminated indicating less than 15 surgeries remaining on the handle. The adapter was inserted onto the handle and calibrated without issue. Two out of five white status lights illuminated indicating less than 15 surgeries remaining on the adapter. Reload one was inserted onto the adapter and the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. Reload one was then fired over test media with clean transection and proper stapling. Reload one was removed and subsequent functional testing of reloads two, three, and four noted not abnormalities and the reloads were able to be cycled without hesitation or binding. The reported condition was not confirmed. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the adapter and handle device history records indicates each device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
Tracking number: (B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a liver resection, the surgeon was able to articulate and rotate the instrument, however, the instrument would not fire. A second reload was used and also did not work. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes. No device fragment fell in the patient cavity. No reinforcement material was used. The last known patient status is good.